Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter corporate product surveillance (cps) of one (1) extension set with control-a-flo in which leaking occurred at the control-a-flo regulator when pressure is applied by an unknown source right above the regulator proximal to the female luer. The medication and when this condition occurred has not been identified. There was no patient injury or medical intervention. The customer stated that this condition is due to them being unfamiliar with this new product. However, they were recently trained on this product again and they are having no issues. No additional information is available.